Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed and buttons were unresponsive. Customer¿s blood glucose level was 5.8 mmol/l at the time of incident. The customer was not able to clear the pump error alarm. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to pump error 38.